Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect, noting less than 50% therapy relief. Intervention included a surgical revision of the lead, wherein the old lead was fully removed and a new lead placed.

Manufacturer narrative:
Product ID: 3889-28 lot# unknown, implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient (B)(4). Analysis of the lead, model 3889-28, found the lead distal end conductor broken.